Event description:
Atrial pacing failure was noted to the subject device after implantation. A new pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.